Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurring. The diagnostic procedure was aborted and completed by moving patient to another room. The philips field service engineer (fse) went onsite and confirmed the malfunction. The review of system log file identified that the x-ray tube current out of range, which confirms a malfunction. Upon troubleshooting, fse identified that the system operated for only a few seconds before displaying a generator error. To resolve this issue the fse replaced the x-ray system controller (xsc) within the generator. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating a problem with the x-ray generator when performing fluoroscopy or exposure. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.